Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's home choice machine during dwell 3/5 of their automated peritoneal dialysis therapy. Reportedly, the home patient forgot to press stop when they disconnected to go to the bathroom, and the homechoice machine started into the drain cycle. The home patient stated that they connected their transfer set to the patient line of the homechoice set after receiving the system error 2240 alarm and tried to clear the alarm. Baxter's technical service center assisted the home patient in ending therapy. Therapy was completed by setting up with new supplies. No patient injury was associated with this incident, per the home patient. The home patient called their physician and was administered prophylactic antibiotics. (Medication and dose unknown).